Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.

Event description:
It was reported that metal shavings were found inside the collet during testing at the manufacturer. There were no user injuries or adverse consequences.